Event description:
Increased bipolar rv lead impedance. Stable at trend 1349 ohms. High rv threshold. Appears historic in nature. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).